Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00x16mm promus element stent balloon was advanced for treatment. However, during the procedure, the stent failed to cross the lesion and it got damaged. The device was removed and the procedure completed with a different device. No patient complications were reported. It was further reported that there was no visual issue prior to use of the device. The lesion had a significant bend of 45 degrees and was mildy tortuous and mildy calcified and the patient condition following procedure was stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: promus element,mr,ous 3.00x16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The entire stent was checked for damage and attachment photo 01 is one image of the device that represents the observation of no damage. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00x16mm promus element stent balloon was advanced for treatment. However, during the procedure, the stent failed to cross the lesion and it got damaged. The device was removed and the procedure completed with a different device. No patient complications were reported. It was further reported that there was no visual issue prior to use of the device. The lesion had a significant bend of <= 45 degrees and was mildy tortuous and mildy calcified and the patient condition following procedure was stable.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00x16mm promus element stent balloon was advanced for treatment. However, during the procedure, the stent failed to cross the lesion and it got damaged. The device was removed and the procedure completed with a different device. No patient complications were reported.